Manufacturer narrative:
Section d10: device available for evaluation? Yes. Returned to manufacturer on: 10/21/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received submerged in an unknown solution inside a specimen cup. A completed jjsv customer returns guide was received as well. Visual inspection under magnification revealed that the lens was returned cut in pieces (not all pieces received), which is consistent with a lens that was handled during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has residual myopia and astigmatism post implantation. The patient also has imbalance (anisometropia). The patient complained of having ongoing difficulty seeing post-operatively. Vision in left eye worse with night driving. Visual acuity (va) pre-op: was not provided. Visual acuity post-op: -1.50 + 1.00. Therefore, the patient was scheduled for an intraocular lens (iol) exchange. Through follow-up, it was learned the patient had a loss of 2 or more lines best spectacle corrected visual acuity (bscva) or 2 or more diopters. The patient has a history of astigmatism. And the va negatively impacted the patient. Therefore, the lens was explanted from the left eye. There was no incision enlargement/unplanned sutures/vitrectomy required. Another johnson & johnson lens (different model and lower diopter) was successfully implanted as a replacement. The patient was doing well at discharge. No additional information was provided.